Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 10:10 pm for a high blood glucose levels that were unknown at the time of the call. The nurse stated that there were no significant events that could have led to the issue. The nurse was assisted with trouble shooting and found no bent cannulas or malfunctions with the insulin pump. No further information was provided.